Manufacturer narrative:
Zoll has not yet received the thermogard console (sn (B)(4)) for evaluation. A supplemental report will be filed if and when the console is returned and investigation has been completed.

Event description:
Approximately an hour and 20 minutes during ivtm therapy, the thermogard console (sn (B)(4)) displayed tcmid02 (ce danfoss error) message on the display panel screen. Following this, the user restarted the console and it displayed a tcmid02 error message. The console was replaced and ivtm therapy was continued without further reported issue. No known impact or patient consequence was reported.